Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination of the device identified distal stent damage. The distal section of the stent was stretched to 3mm distal of the distal markerband. The tip of the device was slightly flared. This type of damage is consistent with guidewire movement during attempts to cross the lesion. No issues were noted with the balloon that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A kink was noted in the hypotube approximately 23.4 cm distal from the catheter's strain relief. This type of damage is consistent with excessive force being applied to the delivery system. No other kinks or damage were noticed along the shaft of the device. A mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications, the most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. Vascular access was gained via the right femoral artery. The 95% stenosed, concentric, de novo, 2.75 to 3.0mm diameter lesion being treated was located in the severely calcified left anterior descending (lad) artery. Lad and left circumflex (lcx) artery were predilated with 2.5x15mm, 2.75x15mm, and 3.0x10mm unknown balloons. 2.75x28mm and a 3.0x23mm non-bsc stents were deployed in left main coronary (lmca) artery. The physician attempted to advance a 3.0x32mm promus element stent through the previously placed stents struts but was unsuccessful. Upon removal, damage of the stent was noted. An unknown 3.0mm balloon was used to post-dilate the placed stents in the lmca. The physician successfully crossed and placed a non-bsc stent in the proximal lad. No patient complications were reported and patient status is stable. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. Vascular access was gained via the right femoral artery. The 95% stenosed, concentric, de novo, 2.75 to 3.0mm diameter lesion being treated was located in the severely calcified left anterior descending (lad) artery. Lad and left circumflex (lcx) artery were predilated with 2.5x15mm, 2.75x15mm, and 3.0x10mm unknown balloons. 2.75x28mm and a 3.0x23mm non-bsc stents were deployed in left main coronary (lmca) artery. The physician attempted to advance a 3.0x32mm promus element stent through the previously placed stents struts, but was unsuccessful. Upon removal, damage of the stent was noted. An unknown 3.0mm balloon was used to post-dilate the placed stents in the lmca. The physician successfully crossed and placed a non-bsc stent in the proximal lad. No patient complications were reported and patient status is stable. This product is only ous approved, but it is similar to an approved us device.